Event description:
Device malfunction: none. Symptoms/ae: intraventricular hemorrhage/stroke/death. Time of symptoms/ae: post procedure. It was reported that approx 45 minutes post an uneventful left internal/common carotid artery stenting procedure the pt became unresponsive. The pt was intubated immediately and a CT scan was performed. Results of the CT scan revealed an extensive intraventricular hemorrhage in the left frontal lobe within the ventricular system; leading to a stroke. The pt became hypotensive and was started on a neosynephrine and dopamine drip. The family refused any neurosurgery and initiated a dnr status on the pt. The following day, life support was removed per the families request and the pt expired. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.